Event description:
During the device check, the guide plate (lifeband roller guide) in the autopulse platform (sn (B)(4) was observed stuck in the open position, not allowing a secure lock of the lifeband pin in the driveshaft. No patient involvement.

Manufacturer narrative:
The customer reported complaint of the guide plate (lifeband roller guide) of the autopulse platform (sn (B)(4) stuck in the open position was confirmed during the visual inspection of the returned platform. The root cause was due to a stuck wave spring inside of the belt retainer disc as a result of normal wear and tear. The belt retainer and the wave spring were replaced to remedy the issue. The autopulse passed the initial functional test without any fault or error. Upon visual inspection, no other physical damage was observed. The archive data review showed no significant discrepancies. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(4).